Event description:
Temporary lvad (impella) malfunction, leading to cardiogenic pulmonary edema. Events documented as below: patient impella 5.5 to right axillary. At approximately 2244, impella 5.5 alarmed "controller failure" resulting in impella stop and then "retrograde flow". Impella promptly restarted on p6. Critical care providers called to bedside; advised to call impella rep. Impella rep contacted who advised to exchange impella consoles; providers agreed. During console exchange, new console alarmed impella catheter defective. Immediately switched back to original controller, but continued to alarm. Critical care providers called to bedside. Imeplla rep on phone as well as the impella support line. Surgeons called by critical care providers to discuss further plans. Impella catheter pulled back by critical care providers at bedside under ultrasound guidance; controller turned off. Patient returned to the or (operating room) within hours for replacement device. Manufacturer response for implanted lvad, impella 5.5 (per site reporter). They are obtaining the implanted device and the external controller for evaluation.